Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient end of the bd nano¿ 2nd gen pen needle was too short. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer is diabetic and stated the bd nano 2nd gen needles are too short and not efficient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient end of the bd nano¿ 2nd gen pen needle was too short. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer is diabetic and stated the bd nano 2nd gen needles are too short and not efficient."

Event description:
It was reported that the patient end of the bd nano¿ 2nd gen pen needle was too short. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer is diabetic and stated the bd nano 2nd gen needles are too short and not efficient."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.